Event description:
The clinicians were therapeutically placing a vaxcel port in a patient. During the procedure the peel away sheath began to peel along the perforation, but soon one of the tabs broke. The physician reported that the procedure was able to be successfully completed by employing kelly forceps to tear the sheath from the device. The complainant reported that there was no adverse affect to the patient as a result of this reported problem.